Event description:
Plaintiffs' lawyer reported that pt allegedly was implanted with a cl medical I-stop (lot no is-10-24, ref no is-(B)(4)). Pt complained about infection, extreme pelvic pain, hardening of the mesh, extrusion and erosion of the mesh, bleeding, pain during intercourse. Patient claims to have been two surgeries on (B)(6) 2011, to remove the I-stop.